Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the small bowel to treat an obstruction during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2025. During the procedure, the stent was fully deployed outside the intended anatomy location. The stent was removed using forceps and the procedure was completed using another axios stent. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed in the small bowel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the small bowel. Additional information received on march 24, 2025. It was reported that the axios stent and electrocautery enhanced delivery system was placed transgastric to the small bowel. Furthermore, the physician used cautery to cross the anatomy.

Manufacturer narrative:
Block b5 has been updated with the additional information received on march 24, 2025. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the small bowel to treat an obstruction during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2025. During the procedure, the stent was fully deployed outside the intended anatomy location. The stent was removed using forceps and the procedure was completed using another axios stent. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed in the small bowel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the small bowel.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.